Manufacturer narrative:
Additional information was added to h3, h6 and h11: h11: the device was received for evaluation. A visual inspection of the actual sample with the naked eye observed a separation between the female connector and the main body of the device. Functional tests which included leak, clear passage, and clamp function tests were performed with no issues noted. The reported condition was verified. The cause of the separation was determined to be manufacturing related due to an inadequate solvent bond between the female connector, the insert chip, and the main body. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of the minicap transfer set. This occurred when disconnecting from peritoneal dialysis therapy. The transfer set had been in use for less than six months. There was no report of patient injury or medical intervention associated with this event. No additional information is available.